Event description:
As reported by the user facility forwarded by bbm sales org. (B)(4): alarm for air in set: info received from the (B)(6) health authority: a pump keeps alarming for air in infusion set, even though it has been primed several times. Ended up that pump was changed. Pt was treated for something like incipient high pressure pulmonary edema and nitroglycerine. MFR ref # 9610825-2013-00295.